Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky. The customer's blood glucose level was unknown. The customer reported that there was a crack by the battery lock area, at times that it did not lock loosen, battery life did not last four weeks anymore and it gave alarm in releasing insulin from time to time. The insulin pump will not be returned for analysis.